Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the initial implant, both right atrial (ra) lead and right ventricular (rv) leads were reported to have inadequate values. The implantable pulse generator (ipg) setscrew of the rv cannal could not be fixed again. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.